Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy for supraventricular tachycardia (svt). The shock therapy induced the patient into ventricular fibrillation (vf). The device then appropriately detected the vf and shock therapy successfully converted the rhythm. The patient was hospitalized overnight and programming changes were made to optimize the therapy zones the following day. No adverse patient effects were reported. This product remains implanted and in service.